Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) experienced a screen blackout and subsequently displayed a ¿maintenance required¿ message during patient use. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name) - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Another contact info:(B)(6). Updated fields: b4,d9, e1(initial reporter),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and the fse reported that the fault 78 and 80 codes remained. Indicates that maintenance needs to be considered. The fse was unable to reproduce the issue. The log contains a record of a detected communication error, and the communication will be automatically reset. The message folding, maintenance needs to be considered has been displayed. The issue was not reproducible during running tests and there are no equipment malfunctions, but as a precaution, replaced the executive processor board. No problems were found during the post replacement operational check, and the results are satisfactory.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code ,investigation findings, component codes ).